Manufacturer narrative:
The reported complaint that autopulse platform (sn (B)(6)) was unable to retract the lifeband was not confirmed in the archive data and during functional testing. During the investigation, the autopulse platform functioned appropriately and as intended. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint was not reproduced during the functional testing. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (sn (B)(6)) was reported to be unable to retract the lifeband; however, upon inspection by a zoll representative, the issue could not be replicated. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.